Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, an issue was encountered with the right ventricular (rv) lead which prevented the stylet from advancing to the distal tip of the lead. A new lead was used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that the lead was returned with the stylet still inserted in lead. Stylet could be removed from lead and stylet kink in several locations was observed. But the lead is still in in good shape. Stylet insertion test was performed using a stylet sample in the lab, the stylet passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.